Event description:
** Photograph provided by the customer. Updated investigation was able to confirm the occurrence of pre-activated plunger rods but was not able to determine a definitive cause for the preactivation based on the provided images.

Manufacturer narrative:
It was not possible to perform the device history record (DHR) review, as the lot number was not provided in the complaint notification, preventing product traceability within the system. Additionally, no physical samples were received; only an image was provided for evaluation. Based on the analysis of this image, it was not possible to conclusively confirm the occurrence of the reported defect, as there is no evidence that the blister package was opened according to the recommended procedure. It is important to highlight that the method used to open the packaging is a relevant factor for proper product evaluation, as inadvertent activation of the safety mechanism may occur if the blister is opened improperly, potentially impacting the perceived integrity of the device. We would like to assure that our manufacturing processes are properly validated and controlled, in accordance with established acceptance criteria, including functional testing and inspections performed during product release. The reported incident will be monitored for trending purposes, in accordance with quality surveillance practices. Considering that this occurrence does not exceed the acceptable quality limit (aql) and that the defect could not be technically confirmed, no additional corrective or preventive actions are proposed at this time. For proper opening of the blister, the ¿peel apart¿ method is recommended, as described below: each side of the package (film and paper) should be held with one hand, using the thumb and index finger. After proper positioning, the package should be opened by pulling both sides in opposite directions, applying balanced force and a continuous motion. The blister should be opened in a single movement, with moderate speed, avoiding complete separation of the film and paper, in order to preserve product integrity during opening.

Event description:
Description: broken syringe. Event detail: I'm using a 5ml syringe and in the last 4 applications the syringe has broken, releasing the plunger from the stopper. What's more, the person who was applying it in each case was different.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.